Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 210 mg/dl. A system check was performed; the occlusion alarms were verified and a cartridge crack was observed. Reportedly, a supply change was performed to address the occlusion alarm. During a follow-up, the contact reported additional occlusion alarms occurred. Supply changes were performed to address the occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl and a correction bolus via the pump was delivered to address the bg level.